Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet spiroflex catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. There was one area located 84cm from the tip that was unraveling/stretching and leaked fluid. Functional testing was completed per the device preparation. The pump was inserted into the ultra-drive unit console. The pump and catheter were primed and were run for a period of 120 seconds in the thrombectomy mode. The device's pressure was within the normal range of 10.568 kpsi. No failures or error codes were noticed during the testing. A leak was noticed in the stretched area located at 84cm. Inspection of the remainder of the device apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that shaft damage occurred. An angiojet spiroflex vg was selected for use in a thrombectomy procedure. The target lesion was located in the saphenous vein graft. During insertion, it was noted that resistance was felt while the catheter was advancing onto the guidewire. The metal shaft was found to be unraveling, but still intact. The procedure was completed successfully, with another angiojet spiroflex vg. There were no patient complications reported.

Event description:
It was reported that shaft damage occurred. An angiojet spiroflex vg was selected for use in a thrombectomy procedure. The target lesion was located in the saphenous vein graft. During insertion, it was noted that resistance was felt while the catheter was advancing onto the guidewire. The metal shaft was found to be unraveling, but still intact. The procedure was completed successfully, with another angiojet spiroflex vg. There were no patient complications reported.